Manufacturer narrative:
A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that at the initiation of cardioplegia, the unit showed an alarm "water flow low" and "too low" message on the screen when de-aired. The pump was stopped and would not run. The water tubing had no water flow, and when attempts were made to restart, the alarm message resumed. The device was exchanged for another to continue the procedure. No patient injury reported. (B)(4).